Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue was due to excessive ble usage. It was noted that the clinician was able to resolve the issue during a simple interrogation. There were no reported patient consequences.